Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose of 40mg/dl was recorded by continuous glucose monitor (cgm) at 11:31pm on (B)(6)/2018. At 11:39 pm the user entered a calibration bg of 95 mg/dl. The cgm was out of range on (B)(6)/2018 and the pump was not constantly receiving bg readings. There were no erratic basal rate adjustments or bolus requests. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 46 mg/dl which was addressed with carbohydrates. Reportedly, the cause of bg was unknown. Recommendation was made by tandem technical support to consult healthcare provider.